Event description:
During a laparoscopic hernia repair, a pdb1000 popped. The surgeon had started the procedure and everything was proceeding without any complications. The pdb1000 was inserted into the pt and inflated with 40 pumps of air. A laparoscope was then inserted through the unit. The surgeon was going to wait approximately 2 minutes for hemostasis before continuing with the procedure. The balloon then popped before the 2 minute wait was completed. The surgeon then noticed a 4cm puncture in the bladder. The pdb1 was removed and inspected. The surgeon noticed a piece had detached from the unit. The piece that had detached from the balloon was then retrieved. The case was then converted to an open procedure to repair the bladder. The pt was last reported to be in satisfactory condition.